Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a hot axios stent was implanted in a trangastric position to treat a pancreatic pseudocyst during an inpatient stent placement procedure performed on (B)(6) 2016. According to the complainant, after examining the target site with endoscopic ultrasound (eus) doppler, the physician electrocauterized through the gastric wall into the pseudocyst. It was then noted that the patient bled "more than usual". The physician was able to stop the bleed and implant the axios stent in the intended location. After the stent was placed, the physician noted a significant amount of blood in the patient's gastrointestinal tract, so the patient was sent to interventional radiology (ir) as a precaution and admitted to the intensive care unit (ICU) for observation. There were no further patient complications as a result of this event, and the patient was reported to be doing well. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during an inpatient stent placement procedure performed on (B)(6) 2016. According to the complainant, after examining the target site with endoscopic ultrasound (eus) dopplar, the physician electrocauterized through the gastric wall into the pseudocyst. It was then noted that the patient bled "more than usual". The physician was able to stop the bleed and implant the axios stent in the intended location. After the stent was placed, the physician noted a significant amount of blood in the patient's gastrointestinal tract, so the patient was sent to interventional radiology (ir) as a precaution and admitted to the intensive care unit (ICU) for observation. There were no further patient complications as a result of this event, and the patient was reported to be doing well. Additional information received on december 09, 2016: reportedly, the patient's bleeding during the stent placement procedure stopped without any specific action by the physician. The patient was discharged from the hospital and was reported to be doing fine.